Manufacturer narrative:
(B)(4) initial MDR submission. A follow up MDR will be submitted if additional information becomes available. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Patient problem code: f24 - insufficient information. Device problem code: a050401 - fluid/blood leak.

Event description:
Material #: 30654778 batch #: unknown it was reported by customer that when infusing and pulling back on the syringe, from a dialysis cathetar/fistula, blood squirts out of the back end of syringe.